Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. In case of a broken panel holder, it may lead to stop of ventilation (extubation) or injury. It is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). The ventilator system has been successfully tested according to relevant environmental standards regarding mechanical strength (shock, vibration, drop, etc.). According to the information provided by the technician, the issue has been solved by installing new whole user interface holder. The device passed all performance tests and could be returned back to clinical use. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it was designed to sustain.

Event description:
It was reported that the user interface holder broke. There was no patient harm reported. Manufacturer's ref #: (B)(4).